Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The reported poor image resolution was associated with imaging difficulty. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, second clip opened during first establish final arm angle (efaa). Troubleshooting was performed and the clip kept opening when locked. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.